Event description:
Pt presented with a popliteal aneurysm in the distal superficial femoral artery. The popliteal aneurysm was found to be clotted. Thrombolysis was initiated 24 hours prior to the procedure. However, the thrombolysis was stopped because the pt started experiencing motor function problems. The plan for the implant procedure was to exclude the popliteal aneurysm with the gore viabahn endoprosthesis and use a native vein for the bypass from distal popliteal artery to peroneal artery. An 11fr 7cm cordis avanti sheath was used to advance the viabahn device over a 260cm amplatz stiff-wire. The device was delivered to the target site and the viabahn device deployed fine, except for the very proximal portion of the device. The deployment line was caught on a viabahn device strut and would not release, even after the deployment line was pulled with some exertion. Ballooning to fully explant the device and to free the deployment line was unsuccessful. A cutdown was performed. The proximal end of the viabahn device was fully expanded and the deployment line was freed and removed from the pt. Another 11x10cm viabahn device was deployed overlapping the 10x15 viabahn device and covering the cutdown site of the superficial femoral artery. The pt is reportedly doing fine.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.